Event description:
In 2002 the end user called medtronic minimed,USA and stated that there was a leak at the tubing near the tape. Noticed prior to use. On february 1,2002 maersk medical recieved the complaint and 1 used infusion set. The near-incident took place in USA.